Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 430-10-58 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had moved back slightly and elevated/high threshold was noted. The pulse width was reprogrammed and the lv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.